Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having issues since being implanted with the second stimulator. Patient said the first ins implant was successful and in 2-3 days they were living like a healthy person, not a person with an overactive bladder. Patient then said the second ins never worked and they had to go through a variety of things. Patient mentioned they tried a number of settings, exercises, medications, and botox with so-so results. Patient also mentioned they fell down a flight of stairs while carrying a box and stated that they fell right on the implant. Caller stated that right away they knew they had broken the device. Patient has had 7 days of real relief, but the rest have been trial and error medications and now they are running out of options. Agent asked if patient has tried all of the 7 programs within the new device, and patient said yes, they have tried all 7 programs and it's not working. Caller stated that the hcp may have given them additional programs but were unsure. Caller stated that they reached out to the np to find out what the settings were from the first implant since that's the only settings that have worked. Per the np message to the patient it said that the patient was on program -. +3 at 1.1. Caller was unsure what the message meant. Agent attempted to help patient decipher what the message meant but not able to. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified the statement "the device was broken" by indicating "initial good response, fell downstairs, poor response, not broken." The issue was not caused by normal battery depletion. When asked the cause of the device not working, the hcp indicated the cause was not known but provided the likely cause as being "fall related." When asked the steps taken towards resolution, the hcp noted the device was replaced on (B)(6) 2023. It was unknown if the issue was resolved. The falls affect on the patient's implant was unknown and the hcp reported that the patient was "last seen (B)(6) 2024" and had improved symptoms.